Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that it had all three icons (charge pak, attention and service wrench) present on the display and that it would no longer power on.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.